Event description:
It was reported that the procedure was to treat a lesion in an unknown coronary artery. A universal bmw guidewire (gw) was used in a procedure and during advancement resistance was noted the guide catheter. At some point the tip of the gw became separated [broken]. There was also reported resistance noted during removal with the guide catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
B3, b6: dates are estimated. D4: the UDI is unknown due to the part/lot number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.